Manufacturer narrative:
The insulin pump was received with a severely cracked and bleeding lcd glass. The device was unable to perform the displacement test and unable to verify the audio/beep anomaly due to lcd physical damage. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and cracked reservoir tube lip. The display window did not have a crack or any damage on it.

Event description:
Customer reported via phone call damage and beep anomaly on the insulin pump. Customer's blood glucose level was 153 mg/dl. Troubleshooting for beep anomaly was performed. Customer advised the device would not beep and the device fell out of their pocket and shattered as it hit the floor. Customer was advised to change the settings to vibrate and the device vibrated properly. Customer advised the display screen was difficult to read. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.